Event description:
It was reported that during da vinci-assisted unilateral inguinal hernia surgical procedure, site contacted intuitive technical support engineer (tse) to report repeated occurrences of error codes m-11 and c-06 on the erbe unit, which interrupted energy activation each time. System logs confirmed these repeated occurrences. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The customer reported repeated m-11 and c-06 errors on the erbe unit during the procedure, causing activation interruptions. System logs confirmed the repeated occurrences. Fse was unable to reproduce the error but performed system verification with no issues. Electrical and mechanical adjustments were made to address the reported problem. The system was tested and verified as ready for use.